Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button anomaly due to the blank display. The insulin pump also had a cracked reservoir tube.

Event description:
The customer reported moisture damage and the buttons sticking after jumping in the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.